Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient started taking lexapro on (B)(6) 2014 for depression which wasn't bad. Then on (B)(6) 2015, the patient got her implantable neurostimulator (ins) turned up and was feeling good. Two days later on (B)(6) 2015, the patient started feeling dystonic cramping on her left side every 30 seconds for hours; it was extremely painful. The patient's foot would invert, and the knee and hip would try flexing beyond what they could flex. The patient also reported that her shoulder joint tried to adduct, she had hyper flexion at her elbow, and her hand turned into a ball. The patient stopped taking lexapro gradually over three weeks and completely stopped two months ago; patient marked an improvement in dystonic problems. The patient turned off the right ins and it helped partially, but she had bad problems with her left side being stiff. The patient reported she is fine now but thinks there was something synergistic that was going on; it was very rhythmic as she only had 25 seconds in between [the cramps] to recover. Inability to sleep, losing the ability to walk and stand on her feet, and not trusting herself with a walker were also reported to be experienced by the patient. If additional information is received, a follow-up report will be submitted.